Event description:
It was reported that the patient received an elective replacement indicator (eri) message on the remote control. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.